Event description:
It was reported that, "the surgeon tried the screwdriver and noticed it was stripped and wanted it out of the set. We had a back up screwdriver and it was fine."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.